Manufacturer narrative:
Initial and final MDR 1883778 - device 3 of 5. E1: patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced five infusion sets were fell off during use on (B)(6) 2024 which led to high blood glucose level of 170mg/dl. The issue got resolved by replacing the infusion set and resumed insulin successfully. The infusion set in use for less than 2 hours. No further information available.